Manufacturer narrative:
It was reported that a conformis patient was revised to an off-the-shelf knee replacement. The reason for revision could not be determined. Neither the serial number nor the patient information was available to conformis with this incident.

Event description:
It was reported that a conformis patient was revised to an off-the-shelf knee replacement. The reason for revision could not be determined.